Manufacturer narrative:
(B)(4). After submission of the initial MDR, the device was received by baxter and it was noted that the device for internal use only. The reported system error 105 was confirmed during a review of the event history log, but the pump was not repaired and was removed from service. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00733 can be removed from the FDA database.

Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.